Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 7-oct-2016, a medtronic representative went to the site to test the equipment and found a charger board out of specification. The inverter charger 1 was replaced; all measured charger outputs were found to be within specification. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that one of the imaging system's battery charger boards was running high on one of the outputs. No patient was present during this event, so no patient demographics are applicable.

Manufacturer narrative:
The hardware investigation of the returned battery charger board found that the reported event was related to an electrical issue with the board. Charger 1 board did not pass functional testing on the test fixture. Channel g had no output. The remaining outputs and sense voltage were as expected. The reported event was confirmed.